Manufacturer narrative:
The rptr of the complaint was asked to return the product for analysis. The device has not yet been rec'd by allergan. Based upon the catalog number, serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged "port leak." The event was first noticed when physician found less fluid in the band on two separate appointments. The access port was removed and replaced.